Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field service rep reported that the central control mount was hard to move and binding when moving arm from left to right. Unit was repaired in the field. Since the event occurred during preventative maintenance, there was no pt involvement during this event.